Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. After changing the cartridge, the customer was able to resume insulin delivery.